Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main medstation cabinet had five half-height cubie drawers that had sticky or blown rails: 2.2, 3.1, 3,2, 4.1, and 5.1. A field service engineer replaced the main drawers 2, 3, 4 and 5 due to bad rails to resolve the issue. Performed general preventive maintenance on the machine. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the five half-height drawers in the rh-ne5 were stuck, along with one full-height drawer that was also sticky. The malfunction occurred when a user tried to dispense medication to the patients, causing a delay to the patient's care. There were no adverse events or injuries reported based on this event.